Manufacturer narrative:
Additional information was added: the device was manufactured from august 9, 2019 - august 12, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the results of the flow rate test, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor underinfused. The device had been filled with 8g flucloxacillin chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.